Manufacturer narrative:
Insulin pump received with intermittent act button response due to flattened button dome switch. No button error alarm during testing. The lcd keypad connector was not found unlocked during visual inspection. Insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The caller reported that the customer had issues pressing the act and esc buttons. The buttons were hard to press and they had to continue to press them in order for them to work. The customer has dementia. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.